Manufacturer narrative:
The steris technician completed the preventive maintenance and found the washer to be operational. No additional issues have been reported. The technician was made aware of the importance of not allowing employees to utilize the washer while service is being performed.

Event description:
A steris service technician was performing routine preventive maintenance on a reliance 444 washer and removed two screws from an upper service panel. A washing cycle had completed and an employee was advised by the steris service technician that the load could be removed. As the employee was removing the load from the washer the service panel fell and hit the employee's forehead. The employee sustained a bruise and went to the ER where she was examined. No medical treatment was administered and the employee returned to work the same day. No procedural delays/cancellations were reported.